Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: n/a. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported what while using a bd plastipak¿ 10ml hypodermic syringe luer lok¿ cefuroxim was found leaking. There was no report of injury or medical intervention.

Manufacturer narrative:
Investigation results: one photo was received by bd canaan and evaluated. A single 10ml assembled syringe was depicted in the photo from a reported batch #7178904 (p/n 300912). The stopper/plunger was at the bottomed out position. No defects could be seen in the photo. A device history record (DHR ) review for batch 7178904 (p/n 300912) was performed, all visual inspections were performed as per requirement with no quality notifications related to the complaint defect. Batch 7178904 was inspected and accepted based on meeting our inspection control plan and subsequently approved for shipment. Conclusion: bd canaan was not able to duplicate or confirm the customer's indicated failure. CAPA is not required as no defects were confirmed. Complaints received for this product and condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business regularly reviews the collected data for identification of emerging trends.